Manufacturer narrative:
Investigation is ongoing. Inmode will submit a supplementary report with investigation conclusions. This report is submitted in compliance with FDA regulations at 21 cfr part 803 and should not be considered to be an admission that any inmode product is defective or caused serious injury.

Event description:
A female patient treated with facetite and presenting neurapraxia of the marginal mandibular branch of the facial nerve 3 months post treatment, manifested as mouth drooping on the left side.